Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The triclip delivery system (tcds) was advanced and placed on the tricuspid valve. While establishing final arm angle (efaa), the clip opened. The clip was inverted and retracted to the right atrium (ra). Efaa was repeated with the same result therefore the clip was closed and removed from the anatomy. Two triclips were implanted, reducing tr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported unintended movement (clip open-efaa) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).